Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported that the patient was on holidays and therefore in a structure which was not equipped with a clinician programmer. This was why there was the impossibility to interrogate the pump. As there was no clinician programmer, it was not possible to communicate with the pump and investigate regarding the origin of the alarm. The diagnostics/troubleshooting performed was an interrogation and refill had been performed by the hcp on (B)(6) 2023. The cause of the issue was unknown. No patient symptoms were reported. The issue was resolved at the time of this report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 268.5 mcg via an implantable pump. The date of pump implant was unknown. It was reported that a pump alarm occurred during patient holidays with an impossibility to interrogate the pump to control what was the issue. It was reported to the healthcare provider that an alarm was triggered on (B)(6) 2023. The healthcare provider called for technical assistance to understand what the issue was. The pump refill had occurred on (B)(6) 2023, and based on parameters (baclofen 2000 mcg/ml, reservoir 20 ml, and daily dose of 268.5 mcg/ml, low reservoir alarm at 2 ml), a refill should have occurred before (B)(6) 2023. The healthcare provider confirmed that no refill had been performed. Oral baclofen had been prescribed by the healthcare provider and a new appointment was to occur on (B)(6) 2023 it was noted that all available information regarding withdrawal syndrome had been communicated to the healthcare provider. It was unknown if the issue was resolved as of (B)(6) 2023. No surgical intervention occurred and no surgical intervention was planned. The patient was without injury regarding their status as of (B)(6) 2023. The patient's medical history, age, and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.